Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was orginally under conscious sedation for procedure. It was noted after a pre-implant balloon aortic valvuloplasty (bav) with a non-abbott device, that the patient developed an st elevation. There was no air embolus observed. The decision was made to proceed with the proceed with the procedure with pacing at 150 beats per minute (bpm). On first deployment at 80%, it was noted there was incomplete stent opening and the valve was re-sheathed. On the second deployment, the valve went a little deeper and was deployed slowly. However, when assessing the valve at 80% deployment the patient's pressure dropped to the 30's. The patient went into ventricular fibrillation. The decision was made to fully re-sheath and remove the 27mm navitor vision valve and large flexnav delivery system. A defibrillation was performed along with 2 minutes of cardiopulmonary resuscitation (CPR). A coronary angiogram was performed on the left and right side of the heart and revealed all coronaries were open. The patient was stabilized and a second 27mm navitor vison valve and large flexnav delivery system were prepped. The patient was also transitioned to general anesthesia. The valve was deployed at a new rate of 120 bpm and was implanted with no further issues. There was no prolonged hospitalization due to this event. The cause of the patient's st elevation is attributed to pacing for the pre-implant bav with rapid pacing decreasing cardiac output which will decrease coronary filling. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia was reported. There was no reported device malfunction associated with the navitor valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was observed that the returned valve was slightly in a dehydrated state. Based on the available information, the observed dehydrated valve was due to post procedural handling. The cause of the reported event could be due to procedural conditions (multiple re-sheaths). However, this cannot be determined. There was no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.